Manufacturer narrative:
Date of event: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle precisionglide 22x1-1/4in experienced foreign matter in or on device cannula/needle/coring. The following information was provided by the initial reporter: presence of glue on the bevel of the needle, causing extreme discomfort to the patient when applying the medication.

Manufacturer narrative:
H6: investigation summary: a DHR was performed maintenance records and the quality notifications were checked. No records related to the batch were found. The photo provided by the customer for evaluation allowed an investigation to be performed and the root cause for the incident to be determined, although the failure was considered non-systemic. The epoxy needle defect occurred due to an accumulation of epoxy resin that penetrated into the lower diameter region of the cannula. According to the analysis of the photo sent, the evaluation indicated that the resin reached the diameter of the fluid passage, and the root cause for this runaway may have been the larger-than-specified diameter of the cannula. Some variation in the manufacturing process of this component, left the diameter with a gap that allows entry of the epoxy resin. H3 other text : see h10.

Event description:
It was reported that the needle precisionglide 22x1-1/4in experienced foreign matter in or on device cannula/needle/coring. The following information was provided by the initial reporter: presence of glue on the bevel of the needle, causing extreme discomfort to the patient when applying the medication.